Event description:
On (B)(6) 2012, the physician performed thrombectomy in the left m1 segment of the patient with acute cerebral infarction. During aspiration, the physician felt strangeness he didn't usually have. In checking around, he found it was weakness in aspiration seemed to be caused by air leakage from some part. The physician investigated each y connecter and t shape stopcock with no problem, but the joint connecting the aspiration tubing and slider part with air leakage. He finished the procedure with another new pst-1.

Manufacturer narrative:
Device investigation: results: the tubing assembly is complete and without any visible damage. The lure fittings that are part of this assembly were tested in the state they were returned in, no tightening or other adjustments were preformed. The blue coupling was attached to an example pump and canister and the pump was turned on. The vacuum stabilized at -24.5 in hg with the flow switch in the on position. With the switch in the off position the pressure measured -27.0 in hg. When the canister was disconnected from the tubing and the inlet was blocked the vacuum measure -27.0 in hg. The tubing is fully functional and shows no leaks. Conclusion: the loss of vacuum pressure noted in the complaint could not be duplicated during our testing. Since the product is made up of a series of lure fitting equipped pieces, it is possible that while in use one or more of the lure fittings were loosened, causing the lack of vacuum noted. However, none of the fittings were loose when it was returned therefore it is unknown if the fittings were tightened after the case. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.